Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to pt injury. Device issue: loose stent. It was reported that there was difficulty advancing the zeta stent delivery sys on the .014 guide wire and the stent was observed to have moved on the balloon. An attempt was made to re-crimp the stent, but the stent continued to move. It was thought that the device had arrived defective. No add'l event or pt info is available.

Manufacturer narrative:
Results - other: product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery sys (sds) was returned with blood visible in the guide wire lumen. There was contrast visible on the outer member, stent implant and balloon. The stent implant was stationary on the balloon, the proximal end of the stent implant was pushed distal to the proximal marker band for length of 1 mm. There were crimp marks on the balloon where the stent implant had been between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The inner member was wrinkled distal to the proximal marker band for a length of 6 mm. There was no other damage noted to the sds. The guide wire used in the procedure was not returned. A laser micrometer was used to measure the outer diameters of the stent implant. The outer diameter measurements did not meet mfg criteria. A new guide wire was used in an attempt to backload through the catheter, but the guide wire could not pass through the catheter due to the wrinkled inner member. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.